Event description:
Information was received indicating that a smiths medical cadd ms3 pump stopped running in the middle of the infusion. It was reported that the pump beeped 3 times every few minutes and the screen displayed "stopped". The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.